Event description:
It was reported that stimulation was in the wrong location. It was noted that the patient had an adjustment one day prior to report. The caller reported that the patient turned up stimulation and was not getting back relief. It was noted that when the patient increased higher than 4.90v it hurt in the legs. The caller wanted the manufacturing representative to meet for an adjustment. Additional information received reported that impedance was normal and the patient was reprogrammed on (B)(6) 2013. It was noted that there were no diagnostics. Additional information received reported a loss of therapeutic effect. The patient was reprogrammed the prior week but by the time the patient arrived home the pain was back. It was noted that the setting did not appear to last and the pain was in worse than prior to implant. It was further noted they could do nothing for the pain. The caller stated that the patient was following the activity restrictions. The caller noted that they tried to adjust but it did not seem to be helping. The caller noted that the patient had a follow up appointment scheduled. The caller was redirected to the patient¿s healthcare professional (hcp). Additional information received reported that the patient was not receiving effective therapy after reprogramming. Additional information received reported that the patient was reprogrammed on (B)(6) 2013. Additional information received reported that reprogramming was unsuccessful and the patient would have an x-ray to determine a possible migration. The hcp would follow up with the manufacturing representative after the x-ray with a course of action. Additional information received reported the patient had a single lead revision. It was noted that after surgery the patient¿s pain level was down to 2-3. It was further noted the patient was doing much better. The reporter stated they had no plans to meet with the patient.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient ; product ID 3 778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).